Event description:
Discordant rapid hcg (rhc) result was obtained on a pt sample, generated on immulite 2500. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant rapid hcg (rhc) result.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result cannot be determined. The instrument is performing within specs. No further eval of the device is required.